Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. No anomalies were noted when the returned brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty remains unknown.

Event description:
During the procedure, while performing the transseptal puncture, the needle penetrated the dilator and also the sheath in the area of the curvature several times. The needle would come out either distally between the sheath and dilator or laterally in the area of the curvature of the sheath. The needle and the sheath were both replaced with non-abbott devices and the procedure was completed with no adverse consequences to the patient. The needle was not reshaped and the stylet was use.